Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 11pm for a high blood glucose level of 700 mg/dl and diabetic ketoacidosis. The doctor stated that they think the insulin used was sitting outside the refrigerator too long. The customer stated that they will call back to trouble shoot the insulin pump. No further information was provided.